Manufacturer narrative:
During a service the arjo service technician found a pump with a noted "pump malfunction". When a service technician touched one of the plug pin it fell of and the service technician noticed that the plug is burnt inside. There was no indication regarding patient involvement. No injury was claimed. The device was repaired. Several plugs have been returned from the market for further evaluation by the manufacturer. The manufacturer conducted a series of tests to investigate the issue of melted power cord plugs. The test showed the plug's internal wires had intermittent disconnection. The manufacturer simulation showed that when the power cord is used over time, especially when the wire is pulled directly to unplug it, the inner wire may become loose, causing this intermittent disconnection, and further could produce arcing. Strong arcing may produce sparks, and the insulating material could break, generating the green substance (copper chloride), and the plug could melt. To sum up, arjo device failed to meet its performance specification since the power cord was melted. The product was involved in the incident. The device was not used for the patient treatment when the event occurred. The complaint was assessed as reportable due to melted power cord. No injury was claimed.

Event description:
During a service the arjo service technician found a pump with a noted "pump malfunction". When a service technician touched one of the plug pin it fell of and the service technician noticed that the plug is burnt inside. There was no indication regarding patient involvement. No injury was claimed. The device was repaired and started to operate correctly.

Manufacturer narrative:
The investigation is currently ongoing. Further information will be available when the root cause analysis is performed by the manufacturer. The device is distributed outside the us and no gudid information exists. Date of event estimated based on awareness date.

Manufacturer narrative:
The investigation is currently ongoing. The final report will be sent upon investigation completion.